Event description:
Surgeon attempted to use 5mm justright stapler during the surgical procedure; however, the instrument made a cracking noise when clamped and would not fire any staples. Surgeon was able to remove the instrument from patient's tissue. Surgeon stated the tissue was crushed where he had attempted to clamp down and fire with the instrument. At this point, no damage to the tissue was noted. The instrument was then removed from the surgical field and tagged. Surgeon attempted to use the justright stapler to transect the diverticulum, but was unable due to malfunction. Surgeon therefore performed a bowel resection. Pt did well post-operatively and was discharged to home in stable condition. Defective product will be reported.